Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found all five fillers of the outer coil fractured and inner and outer insulations breached; separated in two locations, consistent with clavicle crush damage, this was the reason the complaints reported from the field.

Event description:
It was reported that the symptomatic patient presented in clinic with pocket stimulation. Upon interrogation it was noted that the right atrial lead exhibited low impedance, noise was also noted. The device was reprogrammed to a unipolar configuration.